Event description:
Reportedly, the instrument did not cut completely, although it had been fired twice. No leakages were seen prior to closing the pt. On the first day post operative, the intestinal content came out of the drainage. During the re-operation it was seen that the intestine was torn, it is thought that this happened as the instrument was removed. An end to end anastomosis was completed.